Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363904, lot unknown) was being used to administer mg 804 on september 15, 2024. According to the complainant, the pump alarms for "air in line" nurse (rn) have to go in a number of times to flick the bubbles away. Rn decided to change tubing. This wasting the medication within the tubing. The complaint device has not been returned to the manufacturer for evaluation. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the returned sample, it was noted a used set filled with liquid and bubbles inside. This suggests the presence of air in line. Based on the data from the investigation, the reported defect was confirmed. A possible root cause of air in line alarms could be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.